Event description:
This rv lead was implanted on (B)(6) 2009 and was explanted on (B)(6) 2018. A product experience report was received on (B)(6) 2018 noted that this lead had erosion. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).